Manufacturer narrative:
Additional, changed, and/or corrected data: b6.

Event description:
Patient reported left side "textured" implant. Patient later reported left side rupture confirmed via MRI. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side "textured" implant. Patient later reported left side rupture confirmed via MRI. Device remains implanted.